Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device used for treatment, not diagnosis. Patient weight not provided for reporting. (B)(4). Device is not distributed in the united states, but is similar to device marketed in the USA device is not expected to be returned for manufacturer review/investigation. Device history records review was conducted. The report indicates that the: manufacturing location: (B)(4), manufacturing date: 12-aug-2015, expiration date: 30-jun-2024. Part #: 04.013. 740s, lot#: 9868377 (sterile) - 13 mm ti cann retro/antegrade femoral nail-ex/300 mm -sterile. Quantity 6. Component parts reviewed: part 21014 - raw material lot bp-80 lot ¿ 7777885. Raw material received from (B)(4) /vsmpo-tir. Certificate of report received for titanium from (B)(4) and raw material receiving/putaway checklist meet specification. Inspection sheet for in-process/inspect dimensional/final met inspection acceptance criteria. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Sterility documentation was reviewed and determined to be conforming.¿ based on the information available, this complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient previously implanted with one (1) synthes retrograde / antegrade femoral nail and three (3) locking screws was revised to a variable angle (va) condylar plate to treat nonunion of fracture on (B)(6) 2017. The patient was in a motorcycle accident about a year ago at night when he was stabilized temporarily with an external fixation. Later on, the synthes retrograde / antegrade femoral nail was implanted along with the three (3) locking screws. Subsequently it was realized that the bone had not healed and the patient had to be revised to a va condylar plate. All equipment explanted from the patient was intact. The revision surgery was uneventful and the patient is reported to be stable after it. This complaint is for two (2) devices. This report is 1 of 2 for (B)(4).